Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had non-recoverable errors on arm 3 earlier today. Onsite logs show errors: 1126, 307, 319 on universal surgical manipulator (usm) 3. The surgical staff stated that they did not call in to tech support when this happened. The procedure was converted to open surgery when the errors happened. There was no reported injury. Intuitive surgical inc. (Isi) contacted the robotics coordinator and obtained the following additional information about the complaint: the procedure was converted because the surgeon wanted all 4 arms to work. There have been no reported injury to the patient due to converting the procedure to open surgery. The reporter did not have any patient information at the time of the call.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. The unit tested on an in house system and failed normal mode as it triggered 319 error. Remote fe also logged error 319. The fiber parallelogram swapped with a new one and the error no longer occurred. When the original parallelogram fiber cable reinstalled, error came back. The unit also tested on a test system with a new fiber parallelogram and passed all required tests. The fiber parallelogram assembly will be replace as a fix.